Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level, however, with one instance the customer had not tested blood glucose levels at the time of the event. It was indicated that the customer would use manual injections as alternate insulin therapy.